Event description:
Reference number (B)(4) event occurred in the united kingdom. It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. The infusion set fell off during use adhesive was not adhering properly. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.